Manufacturer narrative:
Corroded keypad traces. Analysis was unable to perform unexpected restart and excessive no delivery test due to no up and down button response. The pump did smell of insulin in reservoir tube. No damage on pump reservoir compartment or moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had button error alarm, unexpected restart, and no delivery alarm. The blood glucose at the time of the incident was 278 mg/dl. Mother states sons pump is alarming button error. She removed the battery in order to clear the button error alarm, but it alarmed unexpected restart. Mother also noted some no delivery alarm and when the reservoir was removed a piece broke off. However mother was not able to see insulin. The customer treated with manual injections for the blood glucose level. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.